Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any other medical/surgical intervention for exposure and urinary incontinence including dates and surgical findings. What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Product code and lot # for each device. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?   Adverse events associated with patient's second event reported via mw # 2210968-2021-03224.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004 and the mesh was implanted. It was reported that a resection of a minor exposure occurred on (B)(6)2007. Additional information was requested.